Event description:
It was reported that when using the bd pyxis¿ es server, the new orders were not crossing over. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue occurred because the inbound processors service was stuck. A technical support specialist applied the monitoring fix tool from knowledge article "messages stuck - maximum dequeue - scheduled task - observer tool" on the es server and monitored the system for a couple of weeks to ensure the tool was functioning as expected. The customer confirmed the issue was resolved and granted permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server the new orders were not crossing over. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.